Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a lifted pad on the system board. The follow up #1report for this medwatch report number 1220908-2007-01271 was inadvertently sent before this initial medwatch report.